Event description:
It was reported that the customer's insulin pump display went blank. The customer changed the battery and the insulin pump did not start back up. The customer then experienced difficulty removing the battery cap. She was advised to revert to a back-up plan if necessary. Troubleshooting was performed. There was no relevant damage or corrosion found. After inserting a new battery, the display returned. A self-test was performed and passed. Customer's blood glucose was 230 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.